Event description:
During a total abdominal hysterectomy procedure, the staple lines did not form properly. The hosp has reported that no pt injury occurred. The surgeon applied another instrument to complete the procedure.